Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (could not complete incoming testing) was confirmed. As received, the belt failed the therapy electrode recognition test. Upon evaluation, the front and rear pulse wires were open inside the trunk cable. The cause of the test failure is the open wires. The root cause of the open wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open wires.

Event description:
A zoll distributor returned an electrode belt indicating that the electrode belt could not complete incoming testing.